Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet pump with a steel cannula (6 mm) after the insulin cartridge ran empty; the user contacted support upon receiving a change insulin alert and, despite a recommendation to change all supplies, elected to change only the cartridge, then successfully filled tubing and cannula, confirmed tubing and connections without visible issues, and resumed insulin delivery. Symptoms included elevated blood glucose of 261 mg/dl attributed by the user to recent food intake and an empty cartridge. Outcomes included stabilization of blood glucose back in range within approximately two hours, with no alarms, no hospitalization, and no injury. Investigation included remote troubleshooting and user education on supply changes and inspection of tubing and connections. Investigation of this case revealed no device malfunction or component failure identified through user-led inspection and successful restart of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear given the temporal association with an empty cartridge and recent meal. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.